Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found dust or dirt contamination on the outer surfaces, cracks, and crevices. Also found light amount of beige and dark dust or dirt contaminant in and around the air inlet area, and in the air inlet canal, around the sd card area, and around the modem area, and around the outlet port. The manufacturer did found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination of dirt, dust found were external to the device. The manufacturer concludes there was evidence of sound abatement foam degradation.